Event description:
The event happened during the procedure. It was noted that the physician could not detach the deltaplush cerecyte microcoil 3 mm x 4 cm (B)(4) although pressing the detachment button for several times. Type of the detachment control box and cable used with the product were not provided. When the physician replaced the deltaplush for a new product ((B)(4), lot unknown), he was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. The low battery light and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle and if the audible sound beeped. All connections appeared to fit properly without application of excessive force. There was no patient injury/complications reported. It is unknown if both the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed during the procedure. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information was available. The procedure was coil embolization of internal carotid artery aneurysm. No information regarding the vessel/aneurysm was provided.

Manufacturer narrative:
The event happened during a coiling procedure of the internal carotid artery of unknown characteristics. It was noted that the physician could not detach the deltaplush cerecyte microcoil 3 mm x 4 cm (B)(4) although pressing the detachment button several times. The type of the detachment control box and cable used with the product were not provided. When the physician replaced the deltaplush for a new product ((B)(4) lot unknown), he was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. Pre-deployment electrical check was performed and no issues were noted. The low battery light and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle and if the audible sound beeped. It is unknown if both the detachment control box and the cable were replaced or not. All connections appeared to fit properly without application of excessive force. It is also unknown how many coils were placed during the procedure. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). It is unknown if the microcatheter was re-shaped or not. There were no patient injury/complications reported. The coil was returned unsheathed and entangled and was found to be severely stretched and damaged. The resheathing tool was also returned separated into two pieces. This fracture was ductile in nature, indicating that the damage was caused by external force. No material defects were found to the damaged sections. The detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Upon receipt, the device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower system 'go' light failed to illuminate. Compression and manipulation of the marker band section in the laboratory brought the resistance into the passing specification of 55.4 ohms, and the enpower system 'go' light illuminated. The most likely contributing factor to the dpu passing the electrical pre-deployment check and subsequently failing to detach inside the aneurysm was due to wiring damage located inside the marker band section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components may have contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time. Concomitant medical products and therapy dates: detachment control box (details unknown); connecting cable (details unknown); new deltaplush (cpl100304-30, lot unknown); microcatheter (brand name and type unknown).